Event description:
The customer stated the aeroset analyzer was generating pt results that were about half the expected values, which appeared to be due to a leaking pump. The affected samples were tested on their other analyzer and results were as expected. No impact to pt management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to inspect the instrument and found a poppet valve not functioning properly which caused the wash pump to leak at the bellows. The poppet valve was replaced and a subsequent run of controls recovered as expected. Review of the complaint history for aeroset for the time period 01/01/2007 through 10/15/2007 found one additional complaint regarding pt results lower than expected then upon repeat were acceptable. The fsr was dispatched to inspect the instrument resolving the issue by installing a new style degasser. A review of trending for the aeroset system for july 2007 was performed. No new deficiency related to the issue was identified that would suggest continued use of this product would cause some type of adverse health consequence or that the product is performing contrary to intended use or label claims. The aeroset system operations manual (p/n 200154-101- november 2004) in section 10; troubleshooting and diagnostics under observed problems, results are erratic, precision is poor, the text provides as a probable cause a malfunction of the cuvette washer and directs the customer to contact their abbott representative for resolution. In this case, the customer noted a leak in from of the analyzer, which the fsr determined to be related to the poppette valve of the cuvette washer pump. This is the final report. End of report.